Event description:
It was reported that patient had infection and had one of the neurostimulator removed in (B)(6) 2011. The patient did not have meningitis. The patient experienced signs and symptoms include redness, swelling, and lead extension erosion. Treatment instituted for infection include intravenous antibiotics and total device system explant. Patient outcome was noted as infection resolved.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension. Product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension. Product ID 3387-40, lot # j0209740v, implanted: (B)(6) 2002, product type lead. Product ID 3387-40, lot # j0101928v, implanted: (B)(6) 2002, product type lead.